Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patients spouse that the patient experienced "high blood pressure" and "the doctor said there may be something wrong with the pacemaker". The implantable pulse generator (ipg) remains in use. No further patient complications have been reported as a result of this event.